Event description:
It was reported that a home patient (hp) experienced a high drain 106 alarm during automated peritoneal dialysis using a homechoice device. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume event. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The tsr was unable to receive further therapy information, and the hp declined a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be completed. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Therefore, the reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.